Event description:
It was reported that prior to an unknown procedure, in set up of machine, error number 5 occurred, test tip was used and error number 5 is alleged to have recurred. The customer tried another hand piece and finished the procedure with this one. No patient consequence.

Manufacturer narrative:
The analysis results for the hp054 hand piece found that the instrument was returned with a loose mount. However, it was tested on a generator and no error code was noted. The hand piece was disassembled, a torn acoustic isolater and evidence of moisture ingress were found in the instrument.